Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter tip was defective. The following information was provided by the initial reporter: "customer having trouble with the plastic piece (catheter) and after looking further, the cath tip is blunt, not beveled."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received 73 20g x 1.00in. Insyte autoguard units from lot number 1196106. Of the returned units, 72 were sealed, 1 was used (unit #1), and 1 was opened and appears unused (unit #2). Unit #1 was returned with only the catheter and unit #2 was returned with a catheter and a retracted needle. Additionally, two photos were provided for investigation. The unit depicted in the photo provided did not match any of the returned units. Therefore, pictured and returned units' investigations are addressed separately below. The 72 sealed units were tested for needle penetration force and catheter penetration force. All tested units were found to be within specification. Units #1 and #2 were inspected for catheter tip quality and needle tip quality. The catheter tip of both units was found to be acceptable as well as the needle tip. All units were found to have a properly beveled catheter tip. The review of the photo submitted displayed a used 20g insyte autoguard catheter. There was no image of the needle available. The catheter tip tapers in on the top side but does not taper on the bottom. The second picture the tip can be seen beginning to taper in and then flattens out (giving it the appearance of not having a tip). Due to the quality of the photos the catheter depicted cannot be properly graded to determine if it is defective. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter tip was defective. The following information was provided by the initial reporter: "customer having trouble with the plastic piece (catheter) and after looking further, the cath tip is blunt, not beveled."